Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a customer that 3 holes were found in the hub of the needle on a bd micro-fine IV insulin syringe prior to use. It was also reported the syringe was filled with radioactive medication which leaked on the patient. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received one photo of a 1cc syringe from the customer. Customer states that the needle hub had 3 holes and the medication leaked on the patient. The photo was examined and exhibited dark liquid droplets on the barrel tip and cannula. It appears that this liquid is leaking from the syringe. However, it is difficult to determine from the photo where and if there are holes in the syringes. As per manufacturing, a review of the device history record was completed for batch # 6214554. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (leakage). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (holes). Investigation conclusion: unable to determine a root cause. The source of the leakage could not be determined with the photo.